Event description:
The customer reported the zipper located on the right side panel splits when an attempt is made to secure the enclosure closed. The customer reported this was discovered during set up in the warehouse. No pt incident or injury was reported.

Manufacturer narrative:
Results: eval of the returned product confirmed the reported issue; when the zipper on both pt access windows are zipped the teeth separate which indicates that the zipper sliders are bent open. Panel a the retaining box red zipper tape is frayed. Panel side d both the right and leg covers had elastic torn and broken stitches. Note: posey instructions for use has a warning statement: never try to rip a panel open as this may damage the access panel or zipper slider by bending it open. Never use the bed if a zipper slider is bent open or damaged, as this may prevent the zipper from closing securely. Never leave the pt's bedside until all access panel zippers are securely closed. Test that all zippers open easily and close securely and there are no gaps or openings when pressure is applied along the entire length of each zipper. Always use zipper pull-tabs and ensure that zippers are fully closed. (B)(4).